Manufacturer narrative:
The device was returned to smiths medical. Based on device analysis, the complaint is confirmed as a manufacturing nonconformance. Since there were no other similar complaints reported for this lot, this event is considered to be an isolated event and not the result of a systemic quality related issue. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the plastic nose broke of housing left in hub of catheter during insertion. This caused excessive bleeding and restart. Also leaving uncovered needle. Per customer this happened on 5-10 patients. Broken plastic, difficult to thread, crooked needle.